Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the tip and stopper were found damaged/ crumpled on a bd¿ syringe luer slip prior to use. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: samples/ photos analysis: a sample was received, and it is possible to observe stopper damaged. DHR review: the batch record was verified and the manufacturing date for this batch was november 11th to 16th, 2017. The process inspections were performed at proper frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record related to the defect was observed. Investigation conclusion: confirmed: bd was able to confirm/ reproduce the incident in question. The sample sent by the customer was verified and it was possible observe stopper damaged and tip broken. The probable cause for these defects is that the cylinder was entered in an incorrect position in the assembly machine, damaging the tip and the stopper. Blitz#57/18 was performed to minimize the defects related to damaged components. The deadline to conclude the actions is sep/2018.